Event description:
It was reported that a cardiac tamponade occurred. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was successfully implanted with one device used and no recaptures were performed. The next day post-procedure, a pericardial effusion with cardiac tamponade was noted. A pericardiocentesis was performed to drain the fluid. The patient is doing well and was later discharged.